Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. The patient presented for a device check and a battery depletion (bd) alert was observed. Device data was reviewed by technical services and premature battery depletion was confirmed. Device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. The patient presented for a device check and a battery depletion (bd) alert was observed. Device data was reviewed by technical services and premature battery depletion was confirmed. Device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. About four months later, the explanted device was received for laboratory analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. The patient presented for a device check and a battery depletion (bd) alert was observed. Device data was reviewed by technical services and premature battery depletion was confirmed. Device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. About four months later, the explanted device was received for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.